Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6f sheath after diagnostic left heart catheterization. Reportedly, the sheath split with the thumb advancer locked into place and the was clip deployed. After deployment, there was resistance attempting to remove the starclose se device. It became stuck in the patient. The safety release mechanisms were used and a pop was heard; however, the device did not come out of the anatomy. The patient was in pain, but stable, during attempts to remove the device. The vessel was incised and a blunt dissection was used to enable a purse string suture around the entire device. The starclose se device was then removed with gentle traction. The starclose se and surgical suturing was used to achieve hemostasis. Hospitalization was prolonged. There was a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed report, sus voluntary report (mw5083815) received, stating: "starclose se device failed to properly deploy. Md unable to remove normally. Patient taken to operating room for surgical removal of device."

Manufacturer narrative:
Device codes: 3190 not labeled 2017 labeled. Internal file number - (B)(4). Device code 2017 - failure to follow steps/instructions. The device was not returned for analysis. It should be noted the starclose instructions for use states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: sus voluntary report #mw5083815.